Event description:
It was reported that during the implant procedure and upon performing a threshold test, the pulse generator exhibited a radio frequency telemetry anomaly. Output was lost and the telemetry session froze. After pressing the emergency vvi button and restoring initial settings, telemetry was restored. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.